Event description:
It was reported that the pump and the tandem-provided wall adapter became extremely hot to the touch while charging despite being in room temperature conditions. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.